Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and lead were explanted for unknown reasons. Attempts were made to determine the cause and were unsuccessful. To date, no additional adverse patient effects have been reported.